Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, a beta bionics clinical diabetes specialist (cds) reported via email that an ilet user had been hospitalized due to low blood glucose (bg) levels of 38 mg/dl. Multiple follow-up attempts were made to gather additional event information, but the user did not respond to calls or messages.